Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the returned battery cap is unable to fully tighten due to battery compartment crack and stripped battery cap threads. A power loss was duplicated due to cap detaching. A test battery cap was used for all testing. Evidence of moisture contamination inside battery compartment and on underside of battery cap. Pump powers with test cap to a dim discolored display. Current draws within specifications. A leak test shows leak at battery compartment crack. The black box shows multiple errors, alarms, and warnings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.